Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional prostyle devices are being filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 8f sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, a cuff miss occurred. Another prostyle was attempted but the same occurred. A third prostyle was attempted and worked without issue. Then a fourth prostyle was attempted but a cuff miss occurred. Then a last fifth prostyle was used and worked successfully. The sutures of two new prostyles were successfully pre-placed. The sheath was upsized to a 16f sheath and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was observed as a link detachment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported device condition indicates the plunger may not have been fully depressed flush with the handle body due to interaction with the patient calcification such that the posterior needle and cuff were not blown through the posterior foot. The observed link detachment subsequently occurred during plunger retraction as the posterior cuff remained in the posterior pocket. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.